Event description:
It was reported the customer received a no delivery alarm on their insulin pump. Customer also reported cracks on their infuslin pump around the battery compartment. The customer's blood glucose was 160 mg/dl. It was also confirmed the customer was able to read their insulin pump's screen. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The unit passed basic occlusion test, occlusion test, prime compromised force sensor error test, excessive no delivery test and displacement test. There was no unexpected no delivery alarms were noted. The unit was received with cracked case at display window corners and battery tube threads. The unit was received with minor scratched display window.